Event description:
Pt complained to doctor of pain in the knee and increasing difficulty with ambulation. The pt had suffered a fall at home, apparently at some interval recently, and had problems with the knee since that time. The pt was admitted and subsequently underwent replacement arthroplasty. The tibial segment of the total knee arthroplasty was found to be partially eroded on approx 35% to 40% of the bearing surface.